Event description:
It was reported that the act button on the insulin pump does not respond properly. Customer has to press it several times to make it work. Blood glucose value was 9.8 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to flattened dome switches. No damage to keypad traces and connector on the lcd board was not unlocked during our visual inspection. The insulin pump has minor scratches on the lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.